Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. Customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Device is in due to failing oxygen flow accuracy testing. I was unable to confirm this issue; error logs show no significant errors related to test failure, and the device passed the repair test as-is. I will replace the oxygen blending module board, which is the most likely part to be responsible for an oxygen accuracy failure, just in case. The device passed final test.